Manufacturer narrative:
Info anticiapted, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the device staples would not close. They used a similar device to complete the case. No pt consequence was reported.